Event description:
It was reported that whiled in use on a patient this 980 ventilator inspiratory proportional solenoid (psol) stuck open and entered into back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Patient information and initial reporter cannot be provided to the japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that whiled in use on a patient this 980 v entilator inspiratory proportional solenoid (psol) stuck open and entered into back up ventilation (buv). The device was available for evaluation. The medtronic service personnel (sp) evaluated the ventilator and confirmed that the vent ilator entered buv from the ventilator logs. The sp replaced the delivery proportional solenoid valve (psol) inspiratory flow module (ifm) printed circuit board assembly (pcba) and the pneumatic interface (pi) pcba. The ventilator passed all testing per manufacturer specifications at the time of service. The like cause of the event was isolated in the filed to a potential fault in one of the replaced parts (delivery psol, ifm pcba and/or pi pcba). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 evaluation code conclusion. H3: device evaluation summary: updated due to parts return medtronic conducted an investigation based upon all information received. It was reported that whiled in use on a patient this 980 v entilator inspiratory proportional solenoid (psol) stuck open and entered into back up ventilation (buv). The device was available for evaluation. The medtronic service personnel (sp) evaluated the ventilator and confirmed that the vent ilator entered buv from the ventilator logs. The sp replaced the delivery proportional solenoid valve (psol) inspiratory flow module (ifm) printed circuit board assembly (pcba) and the pneumatic interface (pi) pcba. The ventilator passed all testing per manufacturer specifications at the time of service. The delivery psol, ifm pcba, pi pcba were returned to medtronic for further analysis. The components were visually inspected and fun ctionally tested with no malfunction or product deficiency observed. The replaced components did resolve the issue; however, the returned components delivery psol, ifm pcba <(>&<)> pi pcba were analyzed and were testing satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 evaluation code result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.